Event description:
Olympus was reported that during an extended left hepatectomy and cholecystectomy, the plastic coating came off and fell inside pt body. The piece was retrieved. The physician replaced the subject device with a similar device. The procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the ptfe pad was worn and part of the ptfe pad disappeared. There was a contact mark of the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. It is highly likely that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad was severely worn and the part of ptfe pad disappeared. The instruction manual of thunderbeat scissors already states: do not activate output for an extended period while the grasping section is closed without contacting tissue. Otherwise, a local increase of the temperature between the grasping section during the seal and cut mode may result in premature wear, breakage and/or probe inside the body cavity. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.